Manufacturer narrative:
Analysis of the tunneling tool found the tunneling tool had an anomaly (new out of the box). The tunneling tool kit was received with the tip of the tunneling tool broken (overstress damage) and the tunneling tool tip is stuck in the wedge tip, suspected damaged threads. The returned dual tip, bullet tip, single carrier, and dual carrier could be fully attached to a known good tunneling tool. There was no appropriate result code for the tunneling tool. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because this is the closest code available with respect to this event.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a company representative (rep) and health care professional (hcp) that reported not during a procedure, the dual tip was being inserted onto the tunneling tool threaded end and did not screw completely on. There was a gap the hcp was not comfortable with so they used some type of pliers which resulted in the tip with the threaded portion of the tunneling tool to break off. No symptoms were reported. It was further reported another tunneling tool was opened and worked properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.